Event description:
Patient appeared to be changing from battery to ac power, when his controller red heart alarmed. Family found patient unconscious with no power to controller. Daughter changed controller immediately & patient regained consciousness.